Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.